Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the quality control (qc) was in at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse reviewed the error log, and did not find any relevant errors associated with the event. The cse ran the water preventative maintenance, resulting within specification. The cse ran 20 quality control runs, resulting within range. Siemens is investigating the event.

Event description:
Discordant, falsely elevated thyroxine binding globulin results were obtained on eight patient samples on an immulite 2000 instrument. The initial results were not reported out to the physician(s). The customer saw the elevated results and repeated the same samples on the same immulite 2000 instrument, resulting lower. The repeat results were not released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thyroxine binding globulin results.

Manufacturer narrative:
The initial MDR 2247117-2017-00040 was filed on march 27, 2017. Additional information (07/17/2017): a siemens headquarter support center (hsc) specialist evaluated the instrument data. There were no errors, to cause a mechanical issue, found during the running of the samples in question. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.